Event description:
It was reported that during a gastrectomy, there was breakage of the connector part. The screw head of the device broke when the shear was taken off the device after use. Another device was used to complete the procedure. There was no patient consequence.